Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's physician reported that the customer went in the emergency room on (B)(6) /2015. She was admitted with a high blood glucose level of 690 mg/dl and a diabetic ketoacidosis. In the alarm history a no delivery alarm was found. The customer's blood glucose level was not coming down while connected to the insulin pump. The customer's high blood glucose symptom was thirst. The customer was wearing the insulin pump at the time of the emergency room visit. Her site was not changed every two to three days. Troubleshooting was not completed. The device was not returned.